Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. Channel a of the pump was delivering lactated ringers at an unspecified rate. At an unspecified time, the rn entered the pt's room and noted that the pump display was flashing and the IV bag was empty, but there was no audible alarm tone. At this time, she replaced the solution bag and continued the delivery. At an unspecified time later, the rn entered the pt's room and again noted that the pump display was flashing, indicating an unspecified occlusion, but there was no audible alarm tone. At this time, she placed the tubing into channel c of the pump, verified that the audible alarm was functioning on this channel and the therapy was continued. There were no reported advrse pt effects. No medical interventions were required. The device was removed from clinical service on 1/06 and the pt was discharged home.